Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of the returned component found indentations or pitting on the condylar surface that was likely the result of normal wear or third body debris. There was no evidence of delamination or cracking. The locations of the worn areas indicate that the femoral and tibial components may have been rotated relative to one another. The polyethylene tab associated with the locking mechanism was deformed, but this was likely caused during removal. The backside showed evidence of burnishing with a gouge that was likely caused during removal. The user facility was notified of the event on (B)(6), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report filed (B)(4), 2011.

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6), 2002. Subsequently, the patient was revised on (B)(6), 2011 due to instability. The tibial bearing was replaced with a 2mm larger bearing (thickness).